Event description:
A physician reported that a (B)(6) female received solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence, wexner score 14 for gas and loose stool. Add'l medical history included allergies to trimethoprim and naproxen. Concurrent medications were not provided. On (B)(6) 2012, the pt received four injections of solesta, 1 ml each to 12:00, 3:00, 6:00, 9:00 o'clock in the anus. On (B)(6) 2012, the pt was experiencing anal pain and received a prescription for oral diclofenac. On (B)(6) 2012, the pt experienced pain, fever of 38 degrees celsius, and pus from the anus. A computed tomography scan was performed and a horseshoe abscess was found. During rectal palpation, large amounts of pus were obtained. Treatment included intravenous (IV) antibiotics of cefotaxim and metronidazole. On (B)(6) 2012, a transanal ultrasound showed a large intersphincteric horseshoe abscess. The pt was taken to the operating room and the abscess drained. On (B)(6) 2012, IV antibiotics were discontinued and the pt discharged with normal wound healing. On (B)(6) 2013, a f/u ultrasound was performed with no abscess observed. The physician felt the events were possibly related to both injection and substance.

Manufacturer narrative:
A causal relationship between the events and the solesta treatment cannot be excluded.